Event description:
It was reported while using bd¿ chemotherapy sharps collector the lid was damaged and difficult to open. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: details of complaint (reported issue): client has reported that they are unable to open the covers. They need to use a tool to pry it open. A total of 2ca affected. 1ca lot #2286002, 1ca lot #2271001.client has not confirmed the total affected quantity and uom nor if they require an rga. Cat# of product being complained: bd300162 description of product: sharps chemotherapy reg 10.3l container (collector) 12ea/ca lot or s/n: (B)(6) complaint category: fail to function / defective reportable: no incident date: 08 mar 2023 hospital complaint reference #: details of complaint (reported issue): client has reported that they are unable to open the covers. They need to use a tool to pry it open. A total of 2ca affected. 1ca lot #2286002, 1ca lot #2271001.client has not confirmed the total affected quantity and uom nor if they require an rga. Complaint noticed: during / after use problem frequency: 1st time customer exposure: patient injury: no has health canada been informed? Unknown qty affected: 1 ca samples available? No is customer requesting an rga?: no return qty:

Manufacturer narrative:
H6: investigation summary no sample or photos received. No defective sample or photos and no additional information was available. According to the DHR review process, the result showed there were no issues reported like lid will not shut during the manufacturing process. A review of the ncmr¿s was performed; the result showed there were no issues reported like lid will not shut for the same part number throughout the last twelve months.

Event description:
It was reported while using bd¿ chemotherapy sharps collector the lid was damaged and difficult to open. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: details of complaint (reported issue): client has reported that they are unable to open the covers. They need to use a tool to pry it open. A total of 2ca affected. 1ca lot #2286002, 1ca lot #2271001.client has not confirmed the total affected quantity and uom nor if they require an rga. Cat# of product being complained: bd300162. Description of product: sharps chemotherapy reg 10.3l container (collector) 12ea/ca lot or s/n: (B)(4). Complaint category: fail to function / defective, reportable: no, incident date: (B)(6) 2023. Hospital complaint reference #: details of complaint (reported issue): client has reported that they are unable to open the covers. They need to use a tool to pry it open. A total of 2ca affected. 1ca lot #2286002, 1ca lot #2271001.client has not confirmed the total affected quantity and uom nor if they require an rga. Complaint noticed: during / after use problem frequency: 1st time. Customer exposure: patient injury: no. Has health canada been informed? Unknown. Qty affected: 1 ca. Samples available? No. Is customer requesting an rga?: no. Return qty.

Manufacturer narrative:
The manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: na. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.